Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The company was informed that the infection may have caused by a minor trauma the recipient experienced. The recipient's infection has reportedly resolved, confirmed by a negative bacterial culture.

Event description:
The recipient reportedly experienced swelling and hyperemia at the implant site. The recipient was treated with betamethasone, cefixime, rifampin, levofloxacin, cephalosporin, quinolone, and rifamycin from (B)(6) 2015. On (B)(6) 2015, the recipient underwent debridement and surgical lavage with amikacin and microcin. The recipient received antibiotics ceftriaxone, clindamycin, and levofloxacin. On (B)(6) 2015, the recipient presented with a hematoma. The recipient's device was explanted.